Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000134243.

Event description:
It was reported, the patient was experiencing ineffective therapy. A lead diagnostic was performed and found impedances on one lead. As a result, surgical intervention was undertaken on (B)(6) 2024, wherein the scs system was explanted and replaced to address the issue. It is unknown which lead has impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.